Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer may have accidentally delivered a bolus of 9.8 units of insulin. Customer's blood glucose (bg) level lowered to 80 (mg/dl). A temporary basal rate of 0% was set to address bg level. Although requested, contact declined troubleshooting.